Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n172903002, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a deice manufacturer representative regarding a patient receiving compounded baclofen (650 mcg/ml at 216 mcg/day) and bupivacaine (30 mg/ml at 10 mg/ml) via an implantable infusion pump. It was reported that the patient wasn't responding to therapy as well as he had; he experienced and increase in pain and spasticity. A dye study was attempted but the catheter could not be aspirated. Surgery to replace catheter and also elected to replace the pump.